Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead showed failure to capture with high outputs at the ra lead channel. At the ra channel and right ventricular (rv) channel pacing impedance could not be measured in commanded test on programmer. But afterwards it was determined that the ra lead had been low, within normal limits in the past. Also, for the rv lead, threshold and pacing impedance were within expected values. Power consumption from the pacemaker was very high. This pacemaker was showing many of the hallmarks of a gate oxide analog internal circuit issue. The pacemaker and the ra lead were recommended for replacement, therefore have been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and right atrial (ra) lead showed failure to capture with high outputs at the ra lead channel. At the ra channel and right ventricular (rv) channel pacing impedance could not be measured in commanded test on programmer. But afterwards it was determined that the ra lead had been low, within normal limits in the past. Also, for the rv lead, threshold and pacing impedance were within expected values. Power consumption from the pacemaker was very high. This pacemaker was showing many of the hallmarks of a gate oxide analog internal circuit issue. The pacemaker and the ra lead were recommended for replacement, therefore have been explanted at this time. No additional adverse patient effects were reported.